Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during lap cholecystectomy, the clips could not be formed properly/fully. Procedure was completed with another device. No patient consequences were reported.